Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd ms3 infusion pump might not be providing correct remodulin dosage. It was reported the patient had diarrhea, worsening vision and a harder time breathing. Per reporter the end user thinks the cause may be the pump was programmed incorrectly and not providing proper dose, but can't say. Remodulin 5 mg/ml united therapeutics. Dose; 23ng/kg/min intravenous. Continuous (B)(6) 2021 to current. Lot#: 2101980 exp: 06/30/2022.